Manufacturer narrative:
Correction: d6a and d6b should have been left blank. H3 and h8 was erroneously selected on the initial manufacturer device report the investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: console logs were consistent with what was reported in the complaint. Device analysis: the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc and advance to the next step during purge cassette change. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that a purge cassette alarm occurred. The nurse stated she was unable to proceed with steps during a routine purge cassette change due to an active purge cassette/disc alarm. The exact alarm was not recalled but may have indicated that the purge cassette or disc was not detected. No damage or defect was observed on the blue purge disc holder. Transferring the automated impella controller (aic) from (B)(6) resolved the alarm. The patient outcome is still to be determined as the patient remains on support.